Event description:
It was reported to philips that the device¿s image processing computer (ippc) image disk failed. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a diagnosis of coronary procedure, got delayed and was completed using same system by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not able to expose. Review of the system log file showed an error and determined that there was a problem with the image disks. The fse reconnected the image disks. After reconnecting the image disks, the system was returned to use in good working order. But later, on 3rd feb 2023 the reported issue reoccurred, and image processing pc(ippc) was found faulty. The fse replaced ippc and the reported issue was resolved. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The instructions for use for the allura device recommend using a system restart if there is a system failure. The allura IFU provides instruction on regarding a cold restart (switching the system off and then on again)as well as a ¿fast restart¿ which enables the operator to recover from a system failure faster than switching the system off and on again. If a loss of live image occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the image loss issue may resolve, allowing for continuation and completion of the procedure. A loss of live image that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.